Event description:
It was reported that the 2800 system had no image on the workstation monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.